Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a pacemaker pocket infection six weeks after the system was implanted. The patient was treated with antibiotics and the ipg and right atrial and ventricle leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 implantable pulse generator (ipg) (B)(6) 2013; 5086mri52 implantable pacing lead (B)(6) 2013. (B)(4).